Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the catheter was visually inspected; it was noted that 2 parts of catheter were connected with a connector. The catheter was irrigated with purified water, no occlusion was noted. Review of the history device records confirmed the valve product code 82-3074 with lot ctnbtd, conformed to the specifications when released to stock in 14th september 2015. No root cause could be determined as no occlusion was found. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Vp shunt revision. Customer reports that when the surgeon tried to flush the catheter they were unable to get the fluid, used a like product and continued the case. 2 minutes delay no adverse event.